Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery cap contact width was below specifications and the cap had stripped threads. The battery cap contact height was above specifications and the cap was unable to screw on properly.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact width was below specifications and the cap had stripped threads. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.